Manufacturer narrative:
H4: the lot was manufactured from may 22, 2020 - may 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during patient infusion. It was further reported the expected infusion time was 46 hours and that the device ended too early (4 hours before). It was stated the patient was undergoing chemotherapy using a device that had been filled with 2400mg 5-fluorouracil. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.